Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #(B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim (B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) was implanted as an exchange lens. The issue was reported to have been resolved; however, it was reported that " laser is pending to correct astigmatism. The icl was changed to a spherical one to avoid rotation, and although we're still waiting for laser touch-up, the patient is doing fine".